Event description:
It was reported that a patient experienced bacterial peritonitis manifested by pain and vomiting coincident with peritoneal dialysis (pd) therapy. The patient went to the emergency room for the peritonitis and the same day was admitted to the hospital. The cause of the peritonitis was unknown. The patient was treated with vancomycin (ip, dose and frequency not reported) and fortaz (ip, dose and frequency not reported). The patient was also treated with ciprofloxacin (orally, dose and frequency not reported) and this treatment was ongoing. It was unknown if the hospitalization was ongoing. At the time of this report, the patient¿s outcome was unknown. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot number h13i01012 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.